Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during use, the internal spiral wire of the tube was found to be broken and was protruding towards the inside of the tube. As a result, a suction catheter was unable to pass through the tube. Replacement was required. No incident related medical sequela was reported.